Event description:
It was reported the patient presented in clinic for follow-up. Using fluoroscopy, the right ventricular lead could be visualized with externalized conductors. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the right ventricular lead was explanted and replaced. The patient was in stable condition.